Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following an attempt to use a covered stent during a procedure, an angio-seal was selected for use. The angio-seal did not seal the artery and a hemorrhage occurred. Twenty hours later, the pt expired. The physician was in the training process for the angio-seal evolution. No additional info is available.